Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 40mg/dl when they arrived at the medical facility. The customer was treated for high blood glucose. Troubleshoot was not possible because patient was not the one on the phone. The health care provider was advised to relay to the customer to call the help line regarding concerns the low blood glucose were caused by the insulin pump. Nothing is being shipped or returned.